Event description:
Patient reported being admitted to the hospital intensive care unit, for treatment of high blood glucose (200 -> 600 mg/dl).patient stated that,prior to admission,they were not feeling well, and sought treatment at the hospital emergency room. Patient reported that the emergency room staff indicated that their vital signs were fine, and did not test their blood glucose. When the emergency room wished to discharge their, they refused, and asked that their blood sugar be tested. Patient stated that their blood glucose measured > 600 mg/dl. They was diagnosed with diabetic ketoacidosis, and admitted to the ICU. Patient did not call any details of their treatment.